Manufacturer narrative:
It was reported an external fluid leak was observed originating from the connection between the dialysate ports and the coupler of ten (10) polyflux 210h sets. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the reported potential lot numbers are 2-5575-h-03, 2-5575-h-04, 2-5575-h-05, 2-5575-h-06 and 2-5576-h-01. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the connection between the dialysate ports and the coupler of a polyflux 210h set less than 30 minutes into continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.